Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed software error. Customer blood glucose reading was 173 mg/dl. Customer reports the pump error did not occur during the rewind and load reservoir fill tubing process. The alarm only happened once. Bolus amount was recorded in the daily history. Insulin pump will be returning for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm, line number 3508 file number 26, due to a software error. The insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window.